Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.

Event description:
The technician alleged that when the brakes were set the brake casters would ratchet if pushing on bed. No pt impact.